Event description:
It was reported that during implant, the lead was exercised and found to extend and retract appropriately. The lead was inserted and the helix would not extend. The lead was not implanted and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, however the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant; the analyst noted that when the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of time, resulting in distortion of the distal conductor within the connector; full lead returned and analyzed.